Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon resection procedure, the device would not catch the anvil. Used a new one to complete the procedure. There was no patient consequence.